Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter (B)(6) was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No issues were observed. Meter did not power on with button depression and test strip insertion. Meter was de-cased and internal visual inspection was performed, no issues observed. Extended investigation was performed. Visual inspection has been performed on the de-cased meter and no issues were observed. The meter was unable to powered on despite attempts to turn it on with the strips and button. Attempted to power on the meter after reflowing the central processing unit (cpu), but was unsuccessful. Replaced the returned cpu with a known good cpu, then meter powered on. Therefore, this issue is confirmed to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.